Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition; blower stalled. No patient involvement.

Manufacturer narrative:
On 4/4/2017; the field service engineer replaced the blower assembly to resolve this issue.